Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated per the patient that their patient programmer (pp) is working, but their ins does not work. The caller is unable to clarify what "does not work" means. The caller/patient were advised to follow up with the patient's healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.